Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's next to kin reported via phone call that they were hospitalized due to diabetes ketoacidosis and hyperglycemia. On (B)(6) 2016, the customer was hospitalized due to hyperglycemia. The blood glucose level was unknown at the time of incident. The customer was wearing the insulin pump at the time of hospitalization. The customer was treated for a week in intensive care unit. The customer was taken to the hospital by emergency medical services. The customer's mother reported that her son blood glucose was 592 mg/dl while he was waiting in the emergency room. The customer's mother provided information about the second hospitalization. She reported that the customer was hospitalized on (B)(6) 2017 due to hyperglycemia and diabetes ketoacidosis . She reported blood glucose of 483 mg/dl at the time of incident. Troubleshooting was performed for no delivery alarm. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.